Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.